Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that while holding her vns therapy programming handheld during a patient generator interrogation, she received a shocking sensation on her hand holding the handheld. She reported that this happened on two separate occasions. Handheld and accompanying power cord were returned to manufacturer for product analysis. An analysis was performed on the handheld and the most likely cause for the complaint is wear to the power cord outer insulation. Wear, punctures, and a 1mm hole were identified, and most likely reduced the effectiveness of the outer insulation allowing a temporary path for current to travel.